Event description:
It was reported the utilizing dept was informed of a non-conformity on two units of midline groshong catheters since after two days from positioning, the catheter allegedly "sheared off". On (B)(6 )2014 - the catheter allegedly broke near the end of the connector. The catheter reportedly did not embolize.

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reyg0327 showed one other similar product complaint(s) from this lot number.